Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer initially reported complaint for e-0 error: invalid hematocrit. During the call on 08/17/2017, a back to back blood test was performed by the customer fasting and produced test results of 69 mg/dl and 63 mg/dl using truemetrix meter. The customer was not concerned with the back to back blood tests. The customer then stated that she is concerned with high results she received from the meter on (B)(6) 2017. The customer is concerned with test results from results obtained of 360 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date is (B)(6) 2017. (B)(6).